Event description:
Account reported high hba1c results. The incorrect results were not used to guide therapy. The field service rep found that the sr probe had been sheared off and repaired the instrument by replacing the probe.